Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Went to change my tampon and the string broke completely almost causing me to have to go to the ER to remove - vagina [foreign body in reproductive tract]. String broke completely... No longer a string attached [device breakage]. Case narrative: consumer reported via email that the tampon string broke. No serious injury was reported.